Manufacturer narrative:
The pump was received with no esc button response due to the corroded keypad traces. There was no button error alarm during testing. They were unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, a missing end cap sticker, and a missing address/serial number label. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported by a nurse via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 261 mg/dl at the time of the incident. Customer was wearing the pump on her shots and was playing a running game. Caller stated that the pump started alarming with the button error. Customer took the battery out and put it back in, but it still did not work. Customer was then pulled off the pump. Caller was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.